Event description:
The recipient was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient was reimplanted in the opposite ear. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.